Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient via a device manufacturer representative regarding a patient receiving fentanyl (300 mcg/ml at 77.48 mcg/day) via an implantable infusion pump. The indication for use was chronic back pain which radiates bilateral legs to feet. It was reported that the patient had fluid buildup in the pump pocket about 1 week after implant. It was noted that the patient was still having his dose titrated slowly for full therapy but that he had improvements with pain relief after each titration. There were no contributing factors that may have led to the issue; it was confirmed that an abdominal binder was used post implant. It was reported that the managing healthcare provider (hcp) aspirated 20ml of bloody fluid from the pump pocket and she suspected that a vein in the pocket needed to be closed off. An open dye study was performed and the catheter was aspirated. It was reported that a myelogram showed no leaks and confirmed the catheters placement in the intrathecal space. The hcp noted a bruise that may have been caused by the fluid buildup. The issue was reported to be resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.